Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not power up. It was noted that the programmer would either not power up at all or intermittently start to power up and then power down. The programmer is expected to be returned. No patient complications have been reported as a result of this event.